Event description:
It was reported that the customer was hospitalized for high blood glucose levels and presence of ketones. The blood glucose reading was 283 mg/dl. The customer stated that there were ketones in her urine and she had an elevated heart rate. She complained of dehydration. She was hospitalized due to diabetic ketoacidosis and kept overnight for observation. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.